Event description:
It was reported that during a battery revision procedure, the lead would not pull out of the stimulator connector bore. The lead was not originally hooked into the extension. The setscrew was believed to be fully retracted. While troubleshooting, the lead was able to be loosened. It appeared the lead was caught on electrode #1. The case was finished, but electrode #3 had high impedances. It was unknown if the issue was related to the difficulty removing the lead or if the issue was there prior; the patient's device could not be interrogated prior to the procedure.

Manufacturer narrative:
(B)(4).